Event description:
It was reported that 20 bd insulin syringe with the bd ultra-fine¿ needle experienced hub separation from the device. The following information was provided by the initial reporter: it was reported by the consumer that when needle shield was removed the needle hub assembly removes with the shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information was provided by the customer. The following fields have been updated: b.5. Describe event or problem: it was reported that 20 bd insulin syringes with the bd ultra-fine¿ needle from lot 1228522, and one insulin syringe from lot 1172372 experienced hub separation from the device. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1228522. D.4. Medical device expiration date: 31-aug-2026. H.4. Device manufacture date: 16-aug-2021. D.4. Medical device lot #: 1172372. D.4. Medical device expiration date: 31-jul-2026. H.4. Device manufacture date: 21-jun-2021. H.6. Investigation summary: customer returned (1) 0.5ml bd insulin syringe from lot# 1228522 and (2) 0.5ml bd insulin syringes from lot# 1172372. The customer reported that the needle hub assembly removes with the shield, and, when drawing up insulin, leakage from the top or the barrel. The samples were examined, and the following was observed: 1 syringe from lot# 1228522 featured a detached needle hub/shield assembly with no damage to the barrel tip 1 syringe from lot# 1172372 featured a broken barrel tip 1 syringe from lot# 1172372 featured two cracks in the barrel spanning the length between the 0- and 10- unit markings manufacturing (holdrege) will be notified of the observed hub separates issue. A review of the device history record was completed for batch# 1228522. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200975714] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure (hub separates). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Date complaint received in holdrege: (B)(6) 2022 catalog and batch #: 328468 and 1228522 catalog description: syringe 0.5ml 31ga 8mm ufii 10bag 500cs issue: hub separates. Analysis of sample: based on returned sample analysis from complaint handling department, syringe was examined and exhibited that it had its needle shield and hub separate from the barrel. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. Process: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Investigation: there was one (1) notification [200975714] noted that did not pertain to the complaint. Reviewed l2l (leading to lean) maintenance dispatch history and did not find any dispatches pertaining to defect. A definitive root cause cannot be determined. Corrective action- CAPA (B)(4) has been opened to address this issue. Quality: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 20 bd insulin syringes with the bd ultra-fine¿ needle from lot 1228522, and one insulin syringe from lot 1172372 experienced hub separation from the device. The following information was provided by the initial reporter: it was reported by the consumer that when needle shield was removed the needle hub assembly removes with the shield.